Event description:
The customer reported that the system exhibited "pre-charge voltage errors" upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related tot his event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system battery pack and battery charger was evaluated and replaced. The system was tested and found to be working as intended and returned to service.